Event description:
It was reported that during a laparoscopic cholecystectomy, the device leaked. Case completed with the same device. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the universal seal was deformed in the middle of the aperture. The instrument failed the leak test due to the condition of the universal seal. No conclusion could be reached as to what may have caused the damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.